Manufacturer narrative:
The technician found that the account did not zero the scale before placing the patient on the bed, user error, the technician zeroed out the scale to resolve the issue.

Event description:
The account alleged the bed exit will not set. No patient impact.